Event description:
The customer's parent reported via phone call that the customer has been experiencing low blood glucose. The parent stated they had to administered three glucagon shots in the past three days for the customer. Customer's blood glucose would not rise above 52 mg/dl. Customer's current blood glucose was 186 mg/dl. Troubleshooting found the drive support cap appeared to be normal. The parent stated they could not complete troubleshooting as the insulin pump was not present with them. The customer's parent requested to have the insulin pump replaced. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The parent agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.